Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported guidewire separation was confirmed. The difficult to remove could not be replicated in a testing environment due to the separation. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with heavy tortuosity, mild calcification and 90% stenosis. A .014 hi-torque pilot guide wire was prepped, advanced; however, could not cross due to the patients anatomy. The .014 hi-torque pilot guide wire was simply removed from the patient anatomy without any issue. A .014 whisper guide wire was prepped, advanced without any resistance to the target lesion and a 2.5x10mm non-abbott balloon dilatation catheter (bdc) used to pre-dilate the lesion. However, during removal of the non-abbott bdc resistance was met and the wire separated. The whisper guide wire and non-abbott bdc were simply removed from the patient anatomy as a single unit. Reportedly, a 2.75x15mm nc trek balloon dilatation catheter was intended to be us; however, the protective sheath could not be removed. Therefore, it was not used and there was no patient involvement with the 2.75x15mm nc trek bdc. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.75x15 mm nc trek coronary dilatation catheter referenced is being filed under a separate medwatch MFR number.